Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported during the index procedure, after the device was implanted and when final angiography was performed. A type ia endoleak was suspected, ballooning was performed. However the type ia endoleak still remained. As per the physician the cause of the event was anatomy. The tortuosity of proximal neck was strong and the neck length was also short, it was considered that the device might be unable to expand completely. No additional clinical sequalae were provided and the patient will be monitored.